Manufacturer narrative:
H6: investigation summary one photo of a 31g x 8mm pen needle carton was returned from lot. No. 1110200, cat. No. 320524. Visual examination of the returned photo was carried out and it was observed that the carton was open and flat. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the photo returned this cannot be confirmed to be manufacturing related. H3 other text : see h10.

Event description:
It was reported that pn 31g 8mm 5b 105bx de needle would not detach from the pen. The following information was provided by the initial reporter: after using it, it's too loose to get the needle of the pen. I have to press it hard just to get the needle out of the pen. I'm keeping my diabetes things in a little soft case. Multiple times I got stung by a needle, which got loose from the protector and got stuck in my finger or hand while is was grabbing my soft case.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that pn 31g 8mm 5b 105bx de needle would not detach from the pen. The following information was provided by the initial reporter: after using it, it's too loose to get the needle of the pen. I have to press it hard just to get the needle out of the pen. I'm keeping my diabetes things in a little soft case. Multiple times I got stung by a needle, which got loose from the protector and got stuck in my finger or hand while is was grabbing my soft case.